Event description:
Revision surgery - due to an infection.

Manufacturer narrative:
The reason for this revision surgery was due to an infection. The date of the original surgery is unknown, therefore the in-vivo length of service cannot be determined. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Attempts were made to obtain the lot numbers of the devices that were removed; however, this information was not available. In addition to the part and/or lot numbers not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. The root cause of this complaint was a revision surgery due to an infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. With the limited information provided about the patient and the devices removed during the revision surgery, it is impossible to determine the source of the infection. Containment based on the information submitted with this complaint it is not possible as the agent was unable to supply the lot numbers. The only part/lot numbers provided is that of the device implanted during the revision surgery.